Event description:
It was reported that, "there was a 4 x 2 cm area of eroded vaginal mesh on the proximal anterior vaginal wall. This was centered mostly at the midline." On further exploration, the eroded area contained both the sling itself and the perigee graft material. This was removed essentially in its entirety."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.